Event description:
It was reported to boston scientific corporation in 2008 that a contour ercp cannula was used during an unknown procedure performed on the same day. According to the complainant, the tip of the cannula was bent, precluding it's ability to cannulate the cbd (common bile duct). The procedure was completed with another contour ercp cannula device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.